Manufacturer narrative:
(B)(4). Analysis revealed that the suture is broken on the blue with white stipe dilator. The dart is missing and was not returned. The dart is still attached to the suture on the blue dilator. There was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, when the physician was attaching the mesh assembly to the capio slim outside the patient, the needle from one of the legs of the mesh detached. No device fragment was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, when the physician was attaching the mesh assembly to the capio slim outside the patient, the needle from one of the legs of the mesh detached. No device fragment was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.